Manufacturer narrative:
Consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.

Event description:
Consumer reported the toothbrush chipped the corner of her front tooth.